Event description:
It was reported that after a perigee was implanted, the patient experienced mesh erosion and persistent stress incontinence. It was noted that the device malfunctioned. The patient underwent mesh removal on (B)(6) 2014. The patient was discharged. No further patient complications were reported. Related to manufacturer report #: 3011770902-2015-00114. Related to manufacturer report #: 3011770902-2015-00115.